Event description:
Excessive resistance to advance the enterprise stent into the mc. This female pt with diagnosis of right ophthalmoplegia was undergoing stent and coil placement within a cavernous sinus aneurysm, the neck of the aneurysm measured approximately 6-7mm and the parent vessel size was 3.5mm x 4mm. Excessive resistance felt while advancing the delivery wire (approximately 2 inches) through the microcatheter (mc). The delivery system with the stent removed from the mc. The mc was initially left in situ, but eventually had to be removed as the second stent met earlier resistance during introduction and could not be introduced into the mc. The mc was exchanged with a new one (the same make and model) and the second stent was successfully deployed. There was no adverse effect to the patient. The first enterprise stent and delivery system package was carefully opened and inspected. When the product was removed from the package, the wire and introducer was held together to prevent stent movement. The tip of the delivery wire confirmed to be entirely within the introducer. The delivery wire was not kinked and the introducer tip was not damaged. The delivery wire tip was not pre-shaped and the IFU guidelines utilized to flush the system. During insertion into the mc, it was confirmed that the enterprise introducer was seated all the way in the hub. All the slack was removed from the products to allow passage of the delivery system through the mc. There was no tortuousity present within the vessel. The mc was inspected upon removal from the packaging and no kink/compression was noted. The gw advanced into the mc without difficulty. Continuous flush was maintained within the mc. The product is to be returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt.